Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had leakage during use. The following information was provided by the initial reporter: verbatim: ¿material no. 309605, batch no. 9127987, 9114756, 9127998, 9127989. It was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available¿.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had leakage during use. The following information was provided by the initial reporter: verbatim: ¿material no. 309605 batch no. 9127987, 9114756, 9127998, 9127989. It was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available.¿